Event description:
The patient reported: the aligners are causing headaches and vertigo. There's no tooth pain, just a little jaw pain. The headache pain level is 9. I had to start taking medication for the headaches. (B)(6) 2024 update - case #(B)(4): I have seen my dentist, and he has determined that continuing with orthodontic treatment is not in my best medical or dental interest. Please see the attached document with the required information to cease treatment and process the refund. Clinical review: the patient has indicated that she has a chronic musculoskeletal, autoimmune, or neuralgia condition. (B)(6) 2024 update - case #(B)(4): the patient provided a letter of recommendation and has been transferred to escalations.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.